Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following system implant, the patient with this left ventricular (lv) lead, exhibited short runs of ventricular arrhythmias. The rhythm was unable to be terminated via external defibrillation and the patient went asystolic. Resuscitation was started and continued for approximately 45 minutes. During this time, a pericardial puncture was performed and two syringes of fluid evacuated. The patient's rate was restored and surgical intervention taken to evaluate the tamponade. The patient was reported stable post intervention and the tamponade resolved. The intervention confirmed a lv perforation at the coronary sinus location. A previous myocardial infarction with scar tissue, appeared to have been perforated. Reportedly, the physician tried several side branches before finding a suitable location with acceptable thresholds. During the implant procedure, no effusion was noted and all leads were confirmed acceptable. The post intervention x-ray noticed that the lv lead had returned approximately 2 cm from the side branch, because of the long resuscitation procedure. No further intervention was required.